Manufacturer narrative:
Upon return to our quality assurance laboratory the device underwent detailed analysis. The device memory revealed that five days prior to explant the amplitude and threshold tests were commanded. The last log entry on this same date noted a system tachy mode change to tachy mode off. This is consistent with normal device operation when the device is programmed into off-electrocautery mode. The device memory also noted on the date of explant the device was operating in off-electrocautery mode. The device memory was further examined for possible signs of memory corruption. However, there was no evidence of memory corruption. In addition, normal device operation was observed in respect to electrical integrity.

Manufacturer narrative:
The device was returned and detailed analysis is pending.

Manufacturer narrative:
The device was explanted. Investigation is completed to this point. Should additional information become available this event will be updated

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had reach end of life due to 38 second charge times. Upon interrogation the field representative noted that this device was in off-electrocautery mode. However, according to the parameters report, this programming change had just occurred from cautery to off just over a week ago. There was confusion as to why the electrocautery mode was on and inquired if related to eol behavior. Technical services discussed findings, possible use error, and advised the device be returned for analysis. No adverse patient effects were reported.

Event description:
--